Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg was sinking and was sitting in an angle. The patient underwent a revision procedure wherein the pocket site was moved and the old ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.